Manufacturer narrative:
The following information was received on 08/15/2017: date of birth: (B)(6). Patent sex: female. Implanted date: (B)(6) 2017. The following information was received on 09/07/2017: additional information: upon follow-up, the surgeon indicated there will not be a revision surgery, nor is one planned. The patient is completely healed and is satisfied with their outcome.

Manufacturer narrative:
After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on 08/10/2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The 14 mm or 12 mm, 2.5 mm diameter locking screw (1405-1014 or 1405-1012) is provided to customers within a sterile kit (sk12) and marked single use. The UDI reference is for the sterile kit, sk12, that the product is distributed with. The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for the unknown combination of devices were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined since the device was not returned, however radiographic evidence for the complaint was reviewed confirming the most distal screw in the biplanar plate broke. Although a number of factors could have contributed to the screw breakage, it is likely the screw was subjected to excessive bending stresses which lead to its breakage. The instructions for use identify warnings related to postoperative care. The company will supplement this MDR as necessary and appropriate.

Event description:
During the routine 4 month postoperative follow-up on (B)(6) 2017, the surgeon was reviewing radiographic images and identified that a screw (unknown whether 1405-1012 or 1405-1014) had broken. The available information indicates the patient immediately bore weight on their foot postoperatively and it was observed at the patients 4 month postoperative follow-up that the bunion correction was lost. However, it was also noted that the patient was diabetic and it took 4 months for their 1st tarsometatarsal (tmt) joint to fuse. The device remains implanted with no revision scheduled at this time.